Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that they have had increasing quality problems with the probes. At the level of the bottom clamp/drainage site, it is not efficient and sometimes there is leakage downwards. Also, at the level of urine flow upstream of the anti-reflux valve, there is difficulty in flowing, a draft is needed for it to flow properly and the urine potentially stagnates in the tubing.